Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report discordant, low carbon dioxide (co2) results obtained on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse corrected a sample probe 1 pump issue for poor sample delivery and no cleaner at the sample 1 (s1), transducer, port. The cse replaced the bleach pump and pump solenoids (3) on the sample probe 1 pump. On (B)(6) 2019, it was observed that the reagent r1 and r2 mixers check (omix) failed. The reagent r1 and r2 mixers were replaced, quality control (qc) run and within specifications. The parts replaced by the cse is part of normal troubleshooting/maintenance for issues of this nature. Based on the available information, the potential cause for the discordant carbon dioxide results is related to the sample probe1 pump issue and sample delivery. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, low carbon dioxide (co2) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The same patient samples were retested on an alternate dimension vista instrument, resulting higher. The higher repeat results were reported to the physician(s) as the corrected results. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant low carbon dioxide (co2) results.